Event description:
It was reported that the device exhibited episodes of high ventricular rate due to noise over-sensing. The device will be monitored. The patient was in stable condition before, during and after the interrogation.